Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Analysis of the returned device shows that visual review confirms rod broken. Multiple witness marks noted on rod. No material surface defect noted immediately adjacent to the initial crack propagation area that could contribute to crack initiation and propagation identified. Examination of the fracture surface identified multimodal fractures, with initial region with evidence of progressive convex striations (beach marks) approximately 30% of the way through the cross-sectional area, followed by another region of increased material disruption, and shear lips, which are consistent with overload which appears to have resulted in ultimate failure of the implant. Dimensional inspection confirms rod diameter both above and below the fracture within print specification. After visual; unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that the patient started exercising when the rod snapped. The patient underwent a revision and the rod was replaced. Fusion had not occurred. No further details are known at this time.